Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical manager reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and diplopia. The iol was exchanged for another lens seven weeks following the initial implant procedure. Failed refractive symptom treatment for blurry vision and diplopia was the clinical reason given for the explant. Additional information has been requested.